Event description:
It was reported that the procedure was treating a heavily calcified lesion in the mid circumflex coronary artery. After pre-dilatation, a 2.5x20mm non-abbott stent delivery system (sds) was advanced, but failed to cross due to the anatomy and was removed. A 2.5x12mm non-abbott sds was advanced, but also failed to cross due to the anatomy and was removed. A 2.25x12mm non-abbott sds was advanced, but also failed to cross due to the anatomy and was removed. The 2.25x8mm xience xpedition sds was then advanced and also failed to cross the lesion due to the anatomy; however, continued attempts to cross the lesion were made and the proximal shaft separated. The separation was outside the patient anatomy and the device was easily removed from the anatomy. The 2.0x8mm mini vision sds was then advanced and also could not cross the lesion due to the anatomy. The device was retracted and when the device was removed from the anatomy, the stent was found to have dislodged. The guiding catheter was removed from the patient anatomy, but the dislodged stent was not found in the guiding catheter. The dislodged stent was then located in the obtuse marginal artery. It was decided that the patient's anatomy was too diseased to continue, so the patient was sent to surgery and the dislodged stent was removed and the diseased anatomy was treated. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The 2.25x8mm xience xpedition referenced is being filed under a separate medwatch report. Evaluation summary: the complaint device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other stent dislodgements reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.